Manufacturer narrative:
(B)(4). Concomitant product: stent: xience prime 2.5 x 23 mm, xience xpedition 2.75 x 23 mm. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that a balance middleweight (bmw) was placed and pre-dilatation was completed with mini trek balloon. A xience v stent, xience xpedition stent and a xience prime stent were implanted. After the procedure, prior to being transferred out of the cath lab, the patient went into cardiogenic shock and expired on the table. No additional information was provided.

Manufacturer narrative:
(B)(4). The reported patient effect of death is a known potential patient effect as listed in the xience v everolimus eluting coronary stent system instructions for use (IFU). Although, a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.